Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition and the noise was reproducible in clinic with isometrics. No intervention was performed and the clinic will continue to monitor. The patient had no adverse consequences.